Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. It was revealed that the patient experienced cardiac tamponade related to the right ventricular lead. No device intervention was performed but external pacing and a pericardial tap were performed. A high ventricular rate was noted and attributed to the external pacing. The patient was stable.